Manufacturer narrative:
The device was later explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that the patient with this implantable device received eight shocks without conversion. Therapy was exhausted and the patient was converted by external defibrillation. One month previous, anti tachycardia pacing successfully converted a ventricular arrhythmia. Impedance measurements were reported as normal. Boston scientific technical services was contacted whom suggested re-evaluating defibrillation threshold, which were 21 joules at implant. Currently this device remains implanted and in service. No additional patient effects reported.